Event description:
The customer reported via phone call that the insulin pump alarmed button error and had ramping numbers during a bolus attempt. The customer stated that the issue was not resolved by a battery change. The customer's blood glucose was 182 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window and cracked case near display window corners. Numbers do not ramp up on its own or scrollbar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.